Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a right distal tibia fracture with extension into the diaphysis procedure, the screw broke during insertion in the plate. The broken fragment remains in the patient. The broken screw head was retrieved and returned for evaluation. This is 1 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment not diagnosis. Not previously reported. The measurable dimensions of the returned screw were checked and found to be in compliance with the technical drawings and (B)(4) specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao-asif specification and with the international standard. It is clearly visible that the hexagonal part is badly damaged. This lead us to believe that far too much mechanical force might have been applied and resulted in the breakage of the screw shaft. The cross section surface shows no irregularities. No product fault could be detected. Placeholder.